Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level for 3 days. Customer¿s blood glucose level at the time of hospitalization was unknown and customer's current blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.